Manufacturer narrative:
H.6. Investigation summary: in response to the event reported, a device history review was conducted for lot number 2199810. Our records show that this is the only instance of this issue occurring in this production batch. According to the sampling plan applied for product performance, this lot was accepted and released without defects being noted during the final assembly or visual inspections. A sample could not be obtained for evaluation and testing; in lieu of the affected device, functional testing was performed on retention samples for this lot, the results of these show that the tested units performed within product specifications. Unfortunately without the ability to investigate the affected unit our quality engineers were unable to determine the root cause for this complaint. H3 other text : see h10.

Event description:
It was reported that the bd intima ii¿ IV catheter prn adapter leaked from the needle during the infusion. The following information was provided by the initial reporter, translated from chinese: "on (B)(6) 2023, the nurse student discovered that the indwelling needle catheter for the patient's infusion was leaking during the intravenous infusion for the patient. The replacement has been carried out in time, and the adverse event was reported to the head nurse, and the medical office was informed, and the medical office contacted the person in charge of purchasing, and the person in charge contacted the manufacturer to give feedback on the problems with the consumable.".